Event description:
The customer reported that during a rfa treatment the generator displayed code hhh (temperature unstable). The switches, power cables, pad cables, pump, and cooling system were checked and found to be normal. The start-up function was repeated three times, but code hhh still occurred. The doctor ordered a replacement needle, but the situation remained the same. Another generator was put into use, but the situation remained the same. Finally, the return electrodes were replaced and the procedure was completed. However, procedure time was delayed for almost one hr.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.